Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to extrusion of the electrode into open mastoid cavity. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.